Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, including a first event with a nadir of 53 mg/dl that was treated with juice and a subsequent prolonged low treated with grape juice, followed by hyperglycemia of 372 mg/dl attributed to overtreatment; the pump was reportedly removed and placed under a pillow to muffle alarms, and the user was reminded to follow 15/15 hypoglycemia treatment guidance and to respond to pump alerts. Symptoms included no reported clinical manifestations during the events. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview, product use review, and troubleshooting with education on hypoglycemia treatment, alarm response, and pump updating. Investigation of this case revealed user-related factors including overtreatment of hypoglycemia and intentional muffling of device alarms, with the device issuing appropriate alerts. It was concluded that the events were related to use error with appropriate device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.